Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, it is likely the occurrence of error e216 and image black out is caused by a short circuit in the image sensor unit due to a leak in the distal cover, and that leak was eliminated when the liquid dried out. The event can be detected and prevented by following the instructions for use which state: "chapter 3 preparation and inspection item 3.8 inspection of the endoscopic system". Olympus will continue to monitor field performance for this device.

Event description:
It was reported the deflectable videoscope experienced scope communication error e216. The issue occurred preparation for use in a therapeutic unspecified procedure. There were no reports of delay. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.